Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer cannot heard insulin pump alarms. Customer stated that they had hearing checked and confirmed that others are not able to hear either. Customer stated that there were air bubbles fill reservoir on second day however there were no air bubbles when they changed site since using larger insulin pump. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.